Event description:
Customer reportedly passed out with blood glucose result of 160 mg/dl obtained on the advantage system. Customer's spouse treated him with glucose syrup (unable to self treat). Customer's symptoms improved within 30 minutes. Requested return of suspect device and replacement was sent.